Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with left cylinder erosion. A revision surgery was performed, during which the physician explanted the left cylinder and implanted an 11 mm tactra in the right side. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 0177720005. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Tissue erosion is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. The reported patient symptoms of erosion is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.